Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation in a plastic bag. Visual inspection was performed, and no defects were observed. The sample was tested in the laboratory for dimension, and conformed to all specifications. Functional tests were performed, and no leak was observed. The reported condition was not confirmed. The root cause was not determined. Should additional relevant information be received, a follow-up medwatch will be submitted. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Event description:
It was reported that the vented paclitaxel set leaked from the patient side of the connection ; however, the exact location of the leak was not identified. The event occurred during patient use. There was report of patient involvement, and no report of patient injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Available sample has been requested but not yet received. If additional relevant information or samples become available, a follow-up report will be submitted.